Event description:
It was reported that the piston on the pump would retract without being prompted to do so, interrupting insulin therapy. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.